Event description:
The infusion pump was received at the service facility with a note stating that the pump was "infusing more than set rate" the infusion pump appeared to be in clinical use at the time. No specific clinical info was able to be received. No pt injury was reported.